Event description:
A distributor reported that a patient's precice nail was removed after approximately six (6) weeks of implantation; the device allegedly does not appear to be lengthening. The precice nail was removed and the patient was implanted with a new precice nail without incident. To date, the patient is doing fine and no negative outcomes were reported.